Event description:
The complainant alleged that during an attempt to pace a pt (age and gender unknown), the device intermittently did not pace the pt. The complainant indicated that there was no adverse effect to the pt involved in the reported malfunction.